Manufacturer narrative:
This report will be amended when out investigation is complete.

Manufacturer narrative:
The part and lot numbers of the products are unknown; therefore the device history records, could not be reviewed. No devices or photos were received as the devices remain implanted; therefore the condition of the components is unknown. These devices are used for treatment. Review of operative notes for procedure performed on (B)(6) 2014, indicated that patient had elevated cobalt and chromium levels at the time of this prior revision during which the head, stem, shell and liner were replaced. This previous procedure surgery is the implant date for a reported wagner cone 20 x 135 stem, used in combination with a 32mm +0 biolox ceramic femoral head. The surgeon confirmed that the femoral head was impacted in place and had excellent stability, excellent range of motion and restoration of leg lengths. Based on the information provided, it could not be confirmed if reported corrosion/debris from previous event may have caused or contributed to reported condition.

Event description:
It is reported the pt is experiencing elevated cobalt and chromium levels.